Event description:
Approximately 9.5 yrs postop tka, a fairly active (B)(6) y/o male patient complained of pain, instability, and loosening. Also ¿slow swelling¿ and decreased range of motion started 4-5 years ago¿. Fluid was drained to test for infection and was negative. Patient was revised to a hinged knee. Pt reported surgeon noted cement coming apart, loose plastic, and osteolysis at site, al devices were removed and replaced. Pt complained that this recovery was much more painful that the initial implant recovery.

Manufacturer narrative:
Section h10: (h3) the evaluation of the of the reported event was likely the result of a prosthesis wear and aseptic loosening of the femoral component. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of loosening, prosthesis wear, and component alignment to the sequence of events cannot be determined as the devices were not available for evaluation and radiographs from the index surgery were not available.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2010. They underwent right knee revision surgery on (B)(6) 2020, approximately 9 years 8 months post primary procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a complaint in a coordinated action in alachua county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device.

Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, b5, d1, d4, d6a, d8, d10, g2, g4, h4, h6, h7, and h9. Further information and/or re-opened investigation results will be provided within 30 days of receipt.

Manufacturer narrative:
H6: investigation results: the revision reported was likely the result of a prosthesis wear and aseptic loosening of the femoral component secondary to issues with component sizing and alignment. The loosening may have led to an increase in cement and bone particles in the joint space and resulted in prosthesis wear or prosthesis wear may have contributed to particle-induced osteolysis. However, the contributions of loosening, prosthesis wear, and component alignment to the sequence of events cannot be determined as the devices were not available for evaluation and radiographs from the index surgery were not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of pain, loss of range of motion, aseptic loosening, and instability. The loosening may have been caused by improper component sizing and alignment, which led to an increase in cement and bone particles in the joint space and prosthesis wear. However, the contributions of loosening, prosthesis wear, component alignment and the sequence of events cannot be determined as the devices were not available for evaluation and radiographs from the index surgery were not available. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.